Manufacturer narrative:
Larification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of urinary tract infections and obstruction, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volite¿ in the perioral area and perioral line. The patient experienced ¿urinary tract infections" which is non-device related. Two months later, the patient experienced "dizzy" which is non-device related that resolved 4 days later. Five days later, the patient experienced ¿obstruction of the urinary tract¿ which is non-device related. Eight days later, the patient was treated with tamsulosin sustained-release capsules. The events are ongoing.